Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis; however the device was returned. Evaluation summary: the device was returned for analysis. The undamaged stent implant was stationary on the tightly folded balloon between the markers. There was no damage noted to the stent delivery system. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a definitive cause for this incident.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with moderate tortuosity and mild calcification, pre-dilatation was performed. A 3.0x33mm rx xience prime stent delivery system (sds) was advanced and deployed; however, a dissection occurred at the distal end of the stent. Another xience prime stent was implanted to treat the dissection. There were no other device or procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
The initial reported information stated that the stent was deployed; however, the return device analysis revealed that the stent implant was still crimped on the tightly folded balloon. Follow-up was attempted; however, the site no longer recalled case information. No additional information was provided.